Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and alleging possible insulin pump under delivery. Customer had a high blood glucose value of 28 mmol/l. The customer experienced symptoms such as vomiting and cranky. The customer was treated with manual injection and insulin pump. Customer also stated that the insulin pump had no delivery alert. Customer stated that the drive support cap appears normal. The device will not be returned for analysis.